Manufacturer narrative:
Product ID: 3889-28 lot# va06fgr, implanted: 2013 (B)(6), product type lead product ID: neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient was not getting urinary relief at night, but was getting relief during the day. It was noted that the patient has not felt stimulation for about a week; however, it was confirmed when the patient synced with her device that the patient had turned stimulation off. The patient had a burning sensation while urinating this week and her hcp gave her antibiotics. The patient was advised to try and adjust stimulation to see if she can get more relief at night. If additional information is received, a supplemental report will be filed.